Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included redness and some drainage at the ipg site. The physician believed that the infection was procedure related, and not device related. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein the ipg site was cleaned out, and the ipg and two lead splitters were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.